Manufacturer narrative:
The reagent lot number and expiration date were requested but were not provided. The field service engineer (fse) visited the customer twice to check the analyzer. The fse replaced the degasser and the gear pump and adjusted and replaced the needles. No further issues were reported after the second service visit. The investigation identified a mechanical issue. The cause of the event could not be determined.

Event description:
There was an allegation of questionable calcium (ca2) results for two patient samples tested on a cobas 8000 cobas c 701 module. On (B)(6) 2024, the initial result was 1.65 mmol/l, and the repeat result tested in another module was 2.25 mmol/l. On (B)(6) 2024, the initial result was 1.82 mmol/l, and the repeat result tested in another module was 2.30 mmol/l.